Manufacturer narrative:
If additional information is received, this report will be updated.

Event description:
Boston scientific received information that, during the implant procedure, this right ventricular (rv) lead exhibited undersensing. Ventricular fibrilation was induced with automatic gain control set to 1 milivolt. Undersensing was observed and the patient was externally rescued. The rv lead was repositioned to the rv apex. Ventricular fibrillation (vf) was again induced and the patient was successfully converted. No other adverse patient effects were reported.